Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was undergoing a ramp echocardiogram for pump speed optimization. When the settings tab of the system monitor was tapped, the patient's pump speed automatically adjusted from 5000 rotations per minute (rpm) to 5800 rpm, without manual fixed speed adjust and confirmation. There was believed to be a brief pump off alarm before the system monitor was removed from the power module. The system monitor had frayed wires. A replacement monitor was connected to the patient and the change in speed to 5800 rpm was confirmed. The speed was able to be adjusted on the new system monitor. The patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump speed being automatically adjusted on the system monitor without manual input was not confirmed. The system monitor (serial number (B)(6)) was returned and evaluated at the service depot on 26jan2021. During the evaluation, the system monitor was run with its associated cable for several days. The pump speed was changed several times during the evaluation period with no issues. The fixed speeds were manually entered, as intended, and did not change themselves. No further testing was completed on the unit. Provided information stated that the serial number of the monitor that they are sending back is (B)(6). The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate system monitor instructions for use (IFU) (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use (rev. C) section 4-¿system monitor¿ and heartmate iii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly handle the monitor. Heartmate 3 instructions for use (rev. C) section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook (rev. C) and the heartmate 3 instructions for use (doc #100169835, rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.